Manufacturer narrative:
A ge representative evaluated the system and replaced the rui module (joystick). System operates as intended.

Event description:
Customer reported the system is displaying a stuck joystick error message. No patient injury was reported.